Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter occupation other: sr. Quality compliance coordinator. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It as reported that 1 ml bd luer-lok¿ disposable syringe contained foreign matter described as discoloration. No serious injury or medical intervention was reported.

Event description:
It as reported that 1 ml bd luer-lok¿ disposable syringe contained foreign matter described as discoloration. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one loose 1ml assembled syringe was received and reported to be from batch #7300836 (p/n 309628). The sample was visually evaluated. The syringe was found to have dark brown embedded foreign matter throughout the syringe barrel. The embedded foreign matter observed is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the embedded foreign matter defect is associated with the molding process.